Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. Insulation fraying was found in the distal area of the lead. This damage is with high probability the cause of the clinical complaint. The observed damage pattern speaks for unexpectedly early wear and tear of the lead, which leads to the assumption of strong mechanical stress of the lead. Reasons for an increased stress level of the lead in the implanted state cannot be conclusively determined without x-ray images, diagnostic images of any other kind, and more information on the patient. An accumulation of various influence factors should be considered. These include a strong ingrowth response of the lead in the distal area and fibrosis formation at contact with the myocardium. An unfavorable implantation position of the lead is also a known influence factor. In addition, both the individual anatomy and increased physical activity of the patient, especially involving the upper body, play a role. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 27 months, oversensing in the ventricular channel was reported.